Event description:
Hamilton medical ag received the following event description : "the unit showing : panel connection lost & invalid serial number."

Manufacturer narrative:
Investigation is ongoing.